Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer unable to open. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer was unable to open. The field service engineer (fse) shut down the station inspected the rear of the station. The fse found that the loose position sensor connection at auxiliary door 3. The fse reseated the connection firmly and rebooted the station, which resolved the issue. After rebooting, the device was tested using the hardware test application to confirm functionality. The customer successfully recovered the device in the application and verified its performance through additional testing in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer unable to open. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.